Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: investigation revealed that there was visible moisture behind the display lens. The battery compartment was cracked. The pump casing was also cracked at the top right corner of the display lens. Leak testing revealed a leak at both casing cracks. The pump powered on to a blank display. Additional testing for the alleged power issue could not be completed due to the blank display. The pump casing was removed and there was evidence of moisture damage found on multiple internal pump components, including the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.